Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A doctor reported to baxter (B)(4) that a leak in the transfer set occurred during use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was evaluated and the leak was confirmed, a cut was found in the tubing.